Event description:
It was reported that during a catheter revision procedure, a micro-tear was discovered in the catheter. The reporter was in the middle of the revision when this call was placed. No patient symptoms were reported. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).